Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during an arthroscopy procedure using fast-fix 360 reversed curve ndl deliv, after t1 was implanted, the active deployment slider was found to be faulty and t2 could not be deployed properly. Both implants were removed from the patient. The procedure was successfully completed with a non-significant delay using a back-up device. No patient complications were reported.

Event description:
It was reported that, during an arthroscopy procedure using fast-fix 360 reversed curve ndl deliv, after t1 was implanted, the active deployment slider was found to be faulty and t2 could not be deployed properly. T1 implant was removed from the patient. The procedure was successfully completed with a non-significant delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H2: additional information ¿b5¿. H3, h6: the reported device was received for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the customer provided image revealed the device was imaged outside of original packaging. The anchors are detached from the needle and taped to the handle. The knot appears to be tightened down. No visible damage visible to the device. The suture and both anchors were returned detached from the device. The depth limiter button was in the default position. The actuator tip was in the t2 position. The actuator tip functioned as designed. It was determined the device did not contribute to the reported event. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.